Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their retainers cut the inside bottom of their mouth. They have razor sharp edges that caused cuts and blisters. Patient attempted warm water tip and filing but did not help. Advised patient to go to most comfortable aligner or purchase a boil and bite to maintain progress.